Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. The stylet/guidewire was broken. The guidewire was unraveled. The lv cougar guidewire, was missing the distal tip. As received, the wire was coil wrapped in the pouch, not the original packaging. The distal end of wire showed core wire and coil wire, no distal bond joint or tip. The end of the core wire measured .00345 inches. The overall length of the wire as received measured approximately 187 centimeters. The proximal bond to the distal end of the core wire measured approximately 26.3 centimeters. The proximal bond to hypo tube bond joint measured approximately 10 centimeters. The coil wire was stretched in a distal direction from the proximal bond joint forward. This indicates approximately 3 centimeters of the distal end of the guide wire (distal bond joint, ribbon wire and solder tip) was detached and missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, while the physician was using the guidewire to position the left ventricular (lv) lead, the guidewire unravelled inside the lv lead. The physician was about to remove the lead and all of the guidewire came out. The procedure was completed successfully. No patient complications have been reported as a result of this event.